Manufacturer narrative:
No product was returned for eval. We are unable to assess the product condition or to determine if it could have contributed to the reported skin irritation and (B)(6) infection. No lot qualification or sterility records were reviewed, as no product lot number was provided. The omnipod user guide warns, "do not use a pod if you are sensitive or have allergies to acrylic adhesives or have fragile or easily damaged skin" and "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water. Keep sterile materials away from any possible germs." It advises, "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call you healthcare provider."

Event description:
The customer reported that he had red spots "the size of quarters" and a small bump where the cannula inserted into his skin on his arm. He said the spot was hot and red, and his doctor diagnosed him with a (B)(6) infection and prescribed intravenous antibiotics. He said that the red spots happen "all over" and that they go away after awhile.